Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 120mg/dl. Troubleshooting was performed. The caller stated that the device was not exposed to a high magnetic field. Assisted the customer to run the displacement test and passed. The caller mentioned that the device was dropped, and the liquid crystal display is cracked. Advised the customer to discontinue the used of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents within specifications. The device passed the displacement test. However, the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The motor was tested and passed the test. The device was received with cracked case and display window.